Manufacturer narrative:
Concomitant medical products: product ID: 3708660. Serial#: (B)(4). Implanted: (B)(6) 2015. Explanted: (B)(6) 2022. Product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 04-oct-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had become more symptomatic and saw an oor message on their programmer. The patient didn't have any falls or other events that could have contributed to the damage of the extension. The patient had an ins replacement due to normal eri on (B)(6) 2022, and post operative impedances were normal. Serial impedance tests were conducted from (B)(6) 2022, including the patient in different positions and light pressure applied to the pocket site. Thisresulted in inconsistent and varying results each time. The patient had an x-ray study on all dbs components and no evidence of a fracture was found. The patient had an exploratory surgery on (B)(6) 2022 to rule out a possible extension/ins connection issue, but the issue didn't resolve. Multi lead trialing cable was used to test extension and impedances persisted. The surgeon decided to close and schedule a further procedure to test the brain lead and tunnel a new extension if required. At the next surgery they opened the lead/extension connection site. The surgeon removed the boot and disconnected the lead from their extension. A twist lock screening cable was used to perform impedance test on the brain lead and were normal. The surgeon concluded that the extension was the source of the impedance issues and explanted/replaced it with a new one. Impedances were normal and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# x serial# (B)(6) implanted: (B)(6)2015 explanted: (B)(6)2022 product type extension h3: analysis of the extension had shown that the conductors were broken less than 5cm from the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.